Event description:
Customer reported that the edge of the device delaminated during implant. Surgeon indicated the "customized the size of the mesh". The delaminated portion of the device was tacked in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.